Manufacturer narrative:
An investigation has been initiated. A request has been made for the return of the device for eval. To date the device has not yet been received. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter was noted to be leaking near the luer hub/clear extension tubing junction (i.e. Just proximal to the hub).